Manufacturer narrative:
This device is available for analysis but has not yet been received. A device history record (DHR) review could not be conducted without a lot number provided. Additional information is pending and will be submitted within 30 days upon receipt. The gender of the patient is unknown. The phone number for the initial reporter (section e1) is currently unknown.

Manufacturer narrative:
Complaint conclusion: during use, a savvy balloon could not be withdrawn through the non-cordis 6f sheath. Part of the balloon was removed from catheter. There was no adverse event. The target lesion was located in the distal superficial femoral artery. The lesion was moderately calcified with ¿little¿ vessel tortuosity and angulation (not a chronic total occlusion). Device was not resterilized. No anomalies were noted when opening of the package and the device was prepped according to the instructions for use (IFU). No anomalies were noted during prep. The device was not inserted through a stopcock. The device had been inflated several times successfully within the patient. No problems were noted during inflation. The device separated within sheath and was removed while inside sheath. Nothing was left behind in patient. The operator had to use unusual force to pull the balloon back into sheath. There was no patient injury or discomfort. The case was successful. The patient has recovered. The device was returned for analysis. One non sterile catheter pta savvy 6.00x10cm 120cm was received coiled inside a plastic bag. The balloon and the distal tip were separated and they were not received with the device, elongations were noted along the shaft. Sem results showed that the balloon separation presented evidence of twisting and elongations. Some sections of the balloon suggest that the damaged balloon was pulled until complete separation. No other anomalies were found during analysis. Insertion withdrawal test could not be performed due to the elongations found in the device. A review of the manufacturing documentation associated with this lot was not performed since lot number was not provided. The reported ¿pta system withdrawal difficulty-through guide/sheath¿ could not be confirmed since functional test could not be performed due to the condition of the returned device; however, the reported ¿balloon separation¿ was confirmed. The exact cause could not be conclusively determined. It is unknown whether vessel characteristics (calcification, tortuosity) contributed to the difficulty experienced by the customer. Analysis of the returned portion of the device notes evidence of twisting and elongations which may suggest that force was applied to the device. The IFU cautions to ¿fully deflate the balloon by inducing negative pressure with the inflation system whenever the pta catheter is advanced or withdrawn¿ and warns, ¿do not advance or retract the catheter unless the balloon is fully deflated under vacuum. If resistance is met during manipulation, determine the cause of the resistance before proceeding.¿ the product analysis does not suggest that the failure experienced by the costumer could be related to the manufacturing process; therefore, no corrective/preventive action will be taken.

Manufacturer narrative:
Additional information was provided: the target lesion was located in the distal superficial femoral artery. The lesion was moderately calcified. There was little vessel tortuosity and little vessel angulation. The device was not used in a cto. Device was not resterilized. A non-cordis 6f sheath was used. No anomalies were noted at the opening of the package and the device was prepped according to the IFU. No anomalies were noted during prep. The device was not inserted through the stopcock of the sheath. Device had been inflated several times successfully within patient. No problems during inflation. Device separated within sheath and was removed while inside sheath. Nothing was left behind in patient. The operator had to use unusual force to pull balloon back into sheath. There was no patient injury or discomfort. The case was successful. The patient has recovered. Additional concomitant devices: terumo pinnacle 6f sheath. The device is available to be returned for analysis; however the device has not yet been received. A device history record (DHR) review can not be conducted as a lot number was not provided. Additional information is pending and will be submitted within 30-days upon receipt.

Event description:
As reported by the sales rep, the savvy balloon could be retrieved through an 6f sheath. Part of the balloon was removed from catheter. There was no adverse event. Just difficulty removing product from sheath.